Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a pacemaker replacement operation due to normal elective replacement indicator (eri). During procedure their right ventricular lead exhibited an insulation breach and high pacing impedance. The lead was capped and replaced on (B)(6) 2020. There were no patient consequences.